Event description:
The patient reported the following "the progression of my untreated orthodontic issues has likely worsened, increasing the risk of further complications and potentially more invasive and costly corrective measures. Prolonged misalignment and bite issues that should have been addressed by now could exacerbate jaw pain and the risk of temporomandibular joint (tmj) disorders, along with tooth wear and instability, elevating my risk of tooth fractures, enamel erosion, and gum disease.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.